Event description:
Information received from the field does not address the patient's clinical status but notes bipolar atrial lead impedance >2500 ohms and loss of bipolar atrial sensing. The patient commented that the pacer had moved lower in the pocket. The atrial channel was programmed to unipolar.